Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebq0964 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed on (B)(6) 2017. The patient has had four repairs on this catheter as the catheter clogs regularly and causes ¿constraint for the healthcare team and the patient¿. The initial repair on (B)(6) 2017 was required due to ¿complete failure¿. This repair was due to hernia. This file addresses the second repair on this catheter.